Event description:
Customer reports doctor normally used codman's holter valve 82-1609 but used inline precision valve 82-5473 which was identified as being an equivalent valve (both medium pressure). Following valve implantation, the patient developed a subdural hematoma and died.